Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that there is a burned spot in the middle of the display of her advantage meter. No adverse event reported. Requested return of suspect device and replacement was sent.